Manufacturer narrative:
This is the first complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record indicates the order was built to specification. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience or if there were any contributing factors that could be identified which would cause the customer's reported issue. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A theatre manager reported the vacuum was occluded during a procedure. The tip and handpiece were changed without resolve of the issue. The cassette was replaced and the issue was resolved. Patient outcome is unknown.